Event description:
A new active fixation lead was used instead. (B) (6)-2010, it was reported that during the implant procedure, the doctor tried many positions and could not get the lead to capture and had unacceptable thresholds. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found. Full lead returned.